Manufacturer narrative:
Product ID 39565-65, serial# (B)(4) implanted: 2010 (B)(6), explanted: 2011 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID neu_unknown_lead, serial# unknown; product type lead. (B)(4).

Event description:
It was reported that sometime in 2010, during a spinal fusion, the patient¿s lead wire was cut and a new lead had to be placed. Additional information received reported that it was unknown, the cause of the event was. It was unknown if all the parts of the lead were explanted.